Event description:
It was reported to boston scientific that during the laparoscopic rouxen procedure, the injection gold probe bipolar catheter was missing one half of end, needle protruding. Concern that protruding needle could cause damage to the scope, the case was completed with another of the same device with no complications to the patient.